Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient impact. Repair request escalated to a product event based on reason for return. Notified date is 01-feb-2022.

Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 178.16°f. The likely cause of failure is worn bearing. It was also noted that housing is worn. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.